Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On 11/05/2025, it was reported that the patient¿s cgm was reading 42 mg/dl and the bg meter was reading 115 mg/dl. The patient was feeling ¿jittery¿. No bg meter comparison value was taken. The patient called emergency medical services (ems) for evaluation. Once ems arrived, the patient¿s bg meter reading was 42 mg/dl. The cgm comparison value at this time could not be recalled. The patient was treated with IV fluids. Ems offered to bring the patient to the emergency room (ER) but the patient declined. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. Once ems came, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.